Event description:
It was reported through the litigation process that sometime post a port placement, the patient had developed with thrombosis and occlusion. However, the current status of the patient is unknown.

Manufacturer narrative:
H11: manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: the physical device was not returned for evaluation. No medical records were provided for review. Therefore, the investigation is inconclusive for the reported occlusion and thrombosis as no objective evidence was provided for review. Furthermore, the clinical conditions alleged in the complaint cannot be confirmed. Based upon the available information, the definitive root cause is unknown. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through the litigation process that, on (B)(6) 2019, a patient underwent port placement via the right internal jugular vein in a patient for a history of colon cancer. Approximately, two months and eight days later, on (B)(6) 2019, a chest x ray showed that the catheter was partially looped within the internal jugular vein and terminated at the brachiocephalic vein. Approximately, one day later, on (B)(6) 2019, the patient was diagnosed with thrombosis and occlusion. Subsequently, the port was removed due to catheter migration and thrombosis on (B)(6) 2019. However, the current status of the patient remains unknown.

Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. B3, b5, d4 (medical device lot #, unique identifier (UDI) #), g3, h6 (device, component, method, result, conclusion). Section a through f: the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.